Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed a skin condition under the front, left therapy electrode pad of the lifevest. The condition was described as a burn/cut/sore, 1.5" in length, very deep, red, and filled with puss. The patient went to the hospital and was prescribed an antibiotic cream. Follow-up indicated that the condition had scabbed over and the antibiotic cream was helping.